Manufacturer narrative:
Review of the device history record indicates that the device was manufactured to specification.

Event description:
Potential tibial tray loosening reported for patient with a total knee implant. Revision surgery is planned.